Event description:
Customer reported a hospitalization for low blood glucose. Customer stated he was sleeping and woke up with low blood glucose. He was disoriented. He said he was not able to adjust his basal rates, causing him to go low. This occurred early in the morning, about three months ago. Customer went to the hospital, but the doctors did not know how to work his insulin pump. Customer's blood glucose when hospitalized was 20 mg/dl. He was treated with glucose tablets. Customer's current blood glucose is 150 mg/dl. During troubleshooting, the device functioned properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).